Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and could not recreate the problem by scanning sample tube barcode labels in diagnostic or by performing a customer software check. However, the fse replaced flex cables to correct the problem. The instrument was tested without further problem and was returned to expected operation.